Event description:
It was reported that the bur guard heated up during the first use. Procedure details were not provided. There was no delay in the procedure or patient injury.

Manufacturer narrative:
Attempts were made to obtain further details regarding the incident; however, minimal information was provided. (B)(4). Conclusion results code: product description and indications: the visao high-speed otologic drill is part of the ipc system and xps 3000 system. Indications: integrated power console (ipc system) - ear, nose, and throat: the ipc is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, in head <(>&<)> neck/ent (otologic, neurologic, neurotologic, sinus, rhinologic, nasopharyngeal/laryngeal), oral/maxillofacial, and plastic/reconstructive/aesthetic, surgical procedures. Neurologic technologies: the ipc system is indicated for the incision/cutting, removal, drilling, and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. Product analysis: the bur guard was returned to the manufacturer with complaint of high temperature during the first use. These complaints were confirmed whereby the temperature rise was found to be up to 213°f. The device was analyzed for manufacturing defects or functional issues which could lead to over-heating. The root causes known to cause over-heating of the device are: component damage, bearing off-center from drill locating surface, insufficient grease in bearing, out of specification for the bearing surface; all of which were could not be identified in the product evaluation of the returned device. Conclusion: the investigation is inconclusive. Analysis of the returned product found no defects or functional issues and all components were confirmed to be within product specifications. Per the engineering evaluation, it is not considered an uncommon occurrence for the bur guard to heat up on the first or second use of the device. The instructions for use cautions: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of a tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used, the drill bits can achieve temperatures in excess of 50° c (122°). Do not attempt to change a dissecting tool or attachment while the motor is running, or when the motor or attachment is in an overheated state.

Manufacturer narrative:
Further investigation and product analysis found that the root cause was likely the result of a bearing being distorted. This was identified as a process issue that is detectable through screening prior to sale and distribution. Potential patient injury and quality risk have been found to be minor in that it is unlikely that any serious injury would occur as a result of a hot bur guard.